Event description:
Device analysis laboratory received "device lot number non-allergan brest implant received at the lab (B)(6) 2025". This record is for an unknown side. Device was explanted. Device was returned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)